Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - the pt underwent hernia repair surgery at which time a bard composix kugel hernia patch was implanted. On (B)(6) 2014 - the pt was admitted to the hospital with complaints of abdominal pain, nausea, and vomiting. The pt was diagnosed and underwent surgery for a high-grade small bowel obstruction. During this procedure, it is alleged that areas of the pt's bowels had become incorporated into and adhered to the composix kugel hernia patch, and the most of the inner components of the composix kugel patch had fractured. Ni/ni/ni - the pt underwent two small-bowel resections to repair the damage. The attorney's report alleges pain, ring break, adhesions, and explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney has not provided medical records. It is alleged, that the pt suffered from adhesions of the mesh. Adhesions is listed as a known possible adverse reaction in the instructions-for-use (IFU). Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.